Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with the endoscope adapter shaft bearing contributing to friction. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure the endoscope did not work. The surgeon stated that the image was mirrored, and the master tool manipulator (mtm) assignments were wrong. This happened approximately after 35 minutes after start of surgery. Prior to calling tech support the customer reseated the endoscope without any improvement. Technical support engineer (tse) checked the logs that are showing repeated recoverable faults 23003, pointing to the universal surgical manipulator (usm) where the endoscope was installed, on the axis 4. Tse guided the customer to remove the endoscope from the usm and rotate manually the endoscope head vs its base. There was a hard friction making it impossible to fully rotate the endoscope. Tse asked them to use another endoscope. The customer replaced the 30-degree endoscope with a 0-degree endoscope. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the image was inverted. The endoscope did not move freely with uncontrolled motion. The event did not involve a reversed control on system arms. The 30-degree endoscope was installed in the down orientation. The surgeon confirmed the desired orientation when the endoscope was installed. There was no indication of the image orientation provided to the user via the user interface. The endoscope's adapter/base were still engaged/attached. There was no damage observed on the endoscope's adapter/base. Prior to the event, the endoscope was manually rotated 180 degrees. The procedure was completed with the replacement endoscope. The operation was prolonged by approximately 40 minutes. The total operative time was 150 minutes. There was no injury to the patient.